Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that no insulin was coming through on the insulin pen. Customer primed the insulin pen multiple times, replaced the needles, and insulin exited. Customer stated the screw does not move when they push the dose button. Customer¿s blood glucose was 232 mg/dl. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.